Event description:
It was reported to medtronic minimed that the customer experienced led anomaly, device unable to charge. The customer reported blood glucose value of 479 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: high bg. Document treatment for high bg: insulin pump[ document type of diabetes: type 1. The event involved product(s) mmt-431ag, mmt-1884, mmt-342, mmt-7715. Customer was not using the auto mode/smartguard feature at the time of the event. Transmitter charging customer called with questions or concerns with charging the transmitter. Confirmed no visible damage to charger battery spring or connector pins. Customer has tried replacing the battery in the charger but led light does not blink. High bgs/under delivery customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-1884. The customer will continue using the device. No product return is required for mmt-342. Mmt-7715 was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.